Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited pacing failure and had become dislodged. It was further reported that the implantable pulse generator (ipg) had migrated which had pulled the lead. It was then reported that a right atrial (ra) lead exhibited a malfunction. The ra and rv lead were explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.